Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Additional narrative: one unit was received with evidence of leak within the bag that contained the unit. A leak test subsequently found leakage at the junction of the tubing and the luer post. The root cause of the complaint condition was due to operator error during the solvent bonding application. A batch review was conducted. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv 50 was observed leaking during storage. According to the report, the device was filled with 90mg of pamidronate in 250ml in 0.9% sodium chloride. The problem was noted prior to product use and there was no patient involvement. The customer indicated the device was put in the fridge for storage; however, later a large amount of fluid was noted inside the bag. The customer could not identify the location of the leak. This is report 1 of 2 with the same reported problem from this facility.